Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/23/2009, 01/05/2010, and 01/12/2010 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
An o.r. Supervisor reported that an intraocular lens (iol) was replaced with a different power, same model lens, approx one week following the initial implant surgery. Additional info has been requested.